Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available when attempted by medical surveillance in order to obtain additional information. The patient reported that the meter issue began on (B)(6) 2016, at 07:17pm, and stated that she obtained a result of "90mg/dl" on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient takes metformin and glipizide to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that "minutes before" obtaining the allegedly inaccurate results she had developed symptoms of "sweaty, weak and shaky" and that "immediately after testing" the self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back for evaluation. This complaint is being reported as the patient developed symptoms that meet lfs criteria of a serious hypoglycemic event. As the patient could not be confirmed if the meter had been reading accurately prior to the symptoms developing therefore may have caused or contributed to this event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter, test strips and retained test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.